Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was cancelled and re-arranged later. No harm or injury reported to philips. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to perform fluoroscopy. The philips field service engineer (fse) visited onsite and upon functional testing, the fse checked the system logs and found error in generator. The fse confirmed that the converter was defective. To resolve the reported issue, the fse replaced the converter. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.